Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was leaking at the hub. As reported, an additional procedure was necessary to replace the drain due to this occurrence. To date, additional information regarding patient demographics, status and outcome are unknown. Details regarding the event have not been made available.

Manufacturer narrative:
Additional information: b1-product problem: b5-confirmation/clarification of information reported 01jun2018, which clarified the event occurred during the drain placement procedure and the complaint device was replaced during that time, was received 26jul2018. H1: malfunction. D4: lot number 8441028 (received 05jul2018). D4: rpn ult12.0-38-25-p-6s-clm-rh (received 05jul2018). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected data: h4-manufacture date: 12/12/2017. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests were conducted, confirming the proximal assembly was secure. Upon removing the cap, the suture string was found wound in the threads multiple times. The flare appeared lopsided, with a diameter measuring at 0.300¿. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined whether the flare was manufactured to specifications. The connector cap inner diameter, mac-loc hub inner diameter, catheter tubing outer diameter, and number of threads showing between the hub and cap were measured and all found to be within manufacturing specifications. The device did leak, but it is not out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event for a fitting not being torqued correctly and one relevant non-conformance in a similar device lot for components having an incorrect fit. In the device lot this non-conformance affected 4 devices, which were scrapped; in the similar lot this non-conformance affected 2 devices, which were scrapped. It should be noted there was one other reported complaint for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.